Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 7 previously reported events are included in this follow-up record. Product return status 3 devices were received. 4 devices were not available for evaluation. Event confirmation status 3 reported events were confirmed. Evaluation results 3 devices were found to be affected by internal corrosion and missing paint chips.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 3 devices were received. 1 devices were not available for evaluation. 3 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion and missing paint chips. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated and had paint chips missing. 7 events had no patient involvement; no patient impact.